Manufacturer narrative:
The device was received for evaluation. During functional testing the reported issue was confirmed as keypad buttons were found not functioning as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a keypad issue of no output (up button). This occurred during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.